Event description:
It was reported that air bubbles were observed within the cartridge tubing during the loading sequence. Customer performed a supply change to address the issue. Reportedly, the customer was not removing the air from the cartridge during the loading sequence and using cold insulin. Customer¿s blood glucose level was displayed as "high"; although a specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump.